Event description:
Additional information received from the rep reported that it was determined that the patient had moved to a group with no set intensity values. It did not change on it¿s own. The rep reported that the patient was moved to a new group b that was set up for her, by the rep, a few days earlier. Adaptive stim was enabled and each position had values set up, except for lying front. The patient had no intensity values set up in the group she changed to. The rep reported that the issue was resolved. The rep reported that information about the patient¿s weight was unavailable, physician¿s office did not have record when rep inquired.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4). Implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that it was determined that the patient had moved to a group with no set intensity values. It did not change on it¿s own. The rep reported that the patient was moved to a new group b that was set up for her, by the rep, a few days earlier. Adaptive stim was enabled and each position had values set up, except for lying front. The patient had no intensity values set up in the group she changed to. The rep reported that the issue was resolved. The rep reported that information about the patient¿s weight was unavailable, physician¿s office did not have record when rep inquired.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reports in the last week the ins is not depleting, ins shows 100% charged all the time and the implant is on all the time. Patient states the controller shows ins is 100% and controller 100% charged right now. Patient states she moved and saw a rep at pain management clinic and rep checked everything in (B)(6) 2020 and everything seems good. Patient states she charges her ins every day. Recharging and device function were reviewed and patient said the ins should deplete. It was recommended patient consult with hcp to check implant. No symptoms/patient complications reported. 2020-10-28, (B)(4) (rep): additional information was received from a manufacturer representative. It was reported that the rep met with the patient yesterday and verified the patient didn't turn their stim off but that it was turned all the way down to 0ma. The rep stated this would explain why the ins battery wasn't depleting. However, patient didn¿t understand how this could've just gone down to 0 on its own. The rep also stated the patient is claiming that their groups are changing on their own, which she noticed today. Rep also noticed that the patient recharger quality was also fluctuating without moving at all. The patient is experiencing all kinds of issues and wanted to conference her in to get some help. During the call, the rep was advised that repair department was closed for the day, the rep said they will callback once it's open. Omitted information pertaining to the controller issues as it can be seen in (B)(4). Additional information was received from a manufacturer representative. It was reported that the patient is having poor recharge quality. The patient is having difficulty recharging because it won't stay connected at an excellent connection, noting that the recharge quality disappears for approximately 30 seconds at a time. The rep also reported that the charge level is changing on its own, from 5.0ma to .2ma. The patient confirmed that adaptive stimulation(as) was enabled. The patient service specialist(pss) reviewed considerations with disabling as to see if that helps. The rep noted that all positions were set, except lying front at 0ma from 4 to 5ma. The rep was redirected to the repair department and a replacement recharger was requested. No patient symptoms were reported.